Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported every other clip would not form and would fall out of the jaws. The clips fell into pt and were retrieved. Another er320 was opened to complete the case the device was from kit ftr32, lot #j45984. There was no consequence to the pt.